Event description:
Had saline breast implants, I have been sick since. I have had stomach pains causing removal of appendix, (which turned out healthy) then tonsils for trouble swallowing, gallbladder removal, still stomach problems, throwing up for no reason. Gastro intestinal issues. I have constipation, joint pain, weight gain, extreme headaches, fatigue to where I fall asleep in the middle of conversations and sometimes during driving. I am unable to sleep more than 4 hours at night. I have an intolerance to cold temperatures. I experience cold sweat, sharp pains in breast, hair loss, yeast and bladder infections at least once a month. I have tingling in the arms and hand.